Event description:
It was reported the pt had an ipg pocket revision on (B)(6) 2012. It was also reported that the ipg has been explanted since then. The date and reason for explant are unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.